Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 540 (mg/dl). Customer stated their elevated bg level was due to needing guidance during the load process. A manual injection was delivered to address bg level. During troubleshooting with tandem technical support, the customer was able to successfully complete the load process.